Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: underweight, broken shell and others and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: one broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants due to the patients concerns with the product and "implant completely ruptured."

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concerns with the product. Additionally, healthcare professional reports "implant completely ruptured." Implant has been explanted.